Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain; abdominal') in a 32-year-old female patient who had essure (batch no. 50688851) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary frequency. Concurrent conditions included hypertension since 2015, genital herpes since 2010, obesity and pelvic pain. Concomitant products included amitriptyline since 2016, colecalciferol (cholecalciferol) from (B)(6) 2015 to (B)(6) 2015, diazepam (valium) since (B)(6) 2013, diltiazem since 2015, gabapentin since 2018, glatiramer acetate (copaxone) since (B)(6) 2018, hydrochlorothiazide since 2015, ibuprofen since 2013, paracetamol (tylenol) since 2013, sertraline hydrochloride (zoloft) from (B)(6) 2014 to (B)(6) 2015, tizanidine hydrochloride (zanaflex) from (B)(6) 2013 to (B)(6) 2014 and valaciclovir hydrochloride (valtrex) since 2010. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced back pain ("pain; lower back"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2015, the patient experienced pericarditis ("blood or heart disorder/condition type: pericarditis"), anxiety ("anxiety") and depression ("depression,"). In 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient experienced multiple sclerosis ("autoimmune disorder type of disorder: ms"), 5 years 3 months after insertion of essure. In 2019, the patient experienced postoperative wound infection ("infection (other) describe: after removal incision became infected"). On an unknown date, the patient experienced tooth fracture ("been eating and all of a sudden ur tooth just broke off:yes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, postoperative wound infection, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, dysmenorrhoea, dyspareunia and back pain had resolved, the multiple sclerosis, pericarditis, anxiety, depression, tooth disorder, allergy to metals, vaginal discharge and tooth fracture outcome was unknown and the nausea and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, multiple sclerosis, nausea, pericarditis, postoperative wound infection, tooth disorder, tooth fracture, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the proximal end of the inner coil appears to approach the cornua on the right. The end of the outer coil on the left appears to be within the fallopian tube. She received treatment for: abnormal bleeding (menorrhagia), pericarditis, nickel allergy, multiple sclerosis and other infection. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: impression: colonic stool. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: impression: no acute abnormality identified. Specifically no evidence of ovarian torsion. A small amount of free fluid may be physiological in patient of this age. X-ray limb - on (B)(6) 2015: impression: postoperative changes of prior right anterior cruciate ligament reconstruction. Mild tri compartmental right knee osteoarthritis. Loose body in the anterior aspect of right knee.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, anxiety and depression, pericarditis, dental problems, nausea. Concerning the injuries reported in this case, the following ones were reported via social media: tooth fracture. Lot number: 50688851 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain; abdominal') in a 32-year-old female patient who had essure (batch no. 50688851) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary frequency. Concurrent conditions included hypertension since 2015, genital herpes since 2010, obesity and pelvic pain. Concomitant products included amitriptyline since 2016, colecalciferol (cholecalciferol) from (B)(6) 2015 to (B)(6) 2015, diazepam (valium) since (B)(6) 2013, diltiazem since 2015, gabapentin since 2018, glatiramer acetate (copaxone) since (B)(6) 2018, hydrochlorothiazide since 2015, ibuprofen since 2013, paracetamol (tylenol) since 2013, sertraline hydrochloride (zoloft) from (B)(6) 2014 to (B)(6) 2015, tizanidine hydrochloride (zanaflex) from (B)(6) 2013 to (B)(6) 2014 and valaciclovir hydrochloride (valtrex) since 2010. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced back pain ("pain; lower back"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2015, the patient experienced pericarditis ("blood or heart disorder/condition type: pericarditis"), anxiety ("anxiety") and depression ("depression,"). In 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient experienced multiple sclerosis ("autoimmune disorder type of disorder: ms"), 5 years 3 months after insertion of essure. In 2019, the patient experienced postoperative wound infection ("infection (other) describe: after removal incision became infected"). On an unknown date, the patient experienced tooth fracture ("been eating and all of a sudden ur tooth just broke off:yes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, postoperative wound infection, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, dysmenorrhoea, dyspareunia and back pain had resolved, the multiple sclerosis, pericarditis, anxiety, depression, tooth disorder, allergy to metals, vaginal discharge and tooth fracture outcome was unknown and the nausea and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, multiple sclerosis, nausea, pericarditis, postoperative wound infection, tooth disorder, tooth fracture, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the proximal end of the inner coil appears to approach the cornua on the right. The end of the outer coil on the left appears to be within the fallopian tube. She received treatment for: abnormal bleeding (menorrhagia), pericarditis, nickel allergy, multiple sclerosis and other infection. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: impression: colonic stool. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: impression: no acute abnormality identified. Specifically no evidence of ovarian torsion. A small amount of free fluid may be physiological in patient of this age. X-ray limb - on (B)(6) 2015: impression: postoperative changes of prior right anterior cruciate ligament reconstruction. Mild tri compartmental right knee osteoarthritis. Loose body in the anterior aspect of right knee.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, anxiety and depression, pericarditis, dental problems, nausea. Concerning the injuries reported in this case, the following ones were reported via social media: tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received. Reporter information and event: "been eating and all of a sudden ur tooth just broke off:yes" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain; abdominal'), postoperative wound infection ('infection (other) describe: after removal incision became infected'), multiple sclerosis ('autoimmune disorder type of disorder: ms') and pericarditis ('blood or heart disorder/condition type: pericarditis') in a (B)(6) female patient who had essure (batch no. 50688851) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary frequency. Concurrent conditions included hypertension since 2015, genital herpes since 2010, obesity and pelvic pain. Concomitant products included amitriptyline since 2016, cholecalciferol (cholecalciferol) from (B)(6) 2015 to (B)(6) 2015, diazepam (valium) since (B)(6) 2013, diltiazem since 2015, gabapentin since 2018, glatiramer acetate (copaxone) since (B)(6) 2018, hydrochlorothiazide since 2015, ibuprofen since 2013, paracetamol (tylenol) since 2013, sertraline hydrochloride (zoloft) from (B)(6) 2014 to january 2015, tizanidine hydrochloride (zanaflex) from (B)(6) 2013 to (B)(6) 2014 and valaciclovir hydrochloride (valtrex) since 2010. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced back pain ("pain; lower back"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2015, the patient experienced pericarditis (seriousness criterion medically significant), anxiety ("anxiety") and depression ("depression,"). In 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient experienced multiple sclerosis (seriousness criterion medically significant), 5 years 4 months after insertion of essure. In 2019, the patient experienced postoperative wound infection (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved, the postoperative wound infection, multiple sclerosis, pericarditis, female sexual dysfunction, anxiety, depression, tooth disorder, allergy to metals, dyspareunia and vaginal discharge outcome was unknown and the nausea and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, multiple sclerosis, nausea, pericarditis, postoperative wound infection, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the proximal end of the inner coil appears to approach the cornua on the right. The end of the outer coil on the left appears to be within the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: impression: colonic stool. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: impression: no acute abnormality identified. Specifically no evidence of ovarian torsion. A small amount of free fluid may be physiological in patient of this age. X-ray limb - on (B)(6) 2015: impression: postoperative changes of prior right anterior cruciate ligament reconstruction. Mild tri compartmental right knee osteoarthritis. Loose body in the anterior aspect of right knee. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, anxiety and depression, pericarditis, dental problems, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs and mr received. Injury event was removed. Case becomes an incident. Lot number was added. New events added: abdominal pain, low back pain, abnormal bleeding (vaginal), menorrhagia, apareunia, infection (other) describe: after removal incision became infected, anxiety, depression, autoimmune disorder type of disorder: ms, pericarditis, nausea, dental problems, nickel allergy, dysmenorrhea, dyspareunia, vaginal discharge, fatigue. Outcome of the events abnormal bleeding (vaginal), menorrhagia, dysmenorrhea, abdominal pain, low back pain were updated to recovered/resolved and fatigue, nausea were updated to recovering/resolving. Concomitant drugs, concomitant conditions, lab data and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain; abdominal'), postoperative wound infection ('infection (other) describe: after removal incision became infected'), multiple sclerosis ('autoimmune disorder type of disorder: ms') and pericarditis ('blood or heart disorder/condition type: pericarditis') in a 32-year-old female patient who had essure (batch no. 50688851) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary frequency. Concurrent conditions included hypertension since 2015, genital herpes since 2010, obesity and pelvic pain. Concomitant products included amitriptyline since 2016, colecalciferol (cholecalciferol) from (B)(6) 2015 to (B)(6) 2015, diazepam (valium) since (B)(6) 2013, diltiazem since 2015, gabapentin since 2018, glatiramer acetate (copaxone) since (B)(6) 2018, hydrochlorothiazide since 2015, ibuprofen since 2013, paracetamol (tylenol) since 2013, sertraline hydrochloride (zoloft) from (B)(6) 2014 to (B)(6) 2015, tizanidine hydrochloride (zanaflex) from (B)(6) 2013 to (B)(6) 2014 and valaciclovir hydrochloride (valtrex) since 2010. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced back pain ("pain; lower back"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2015, the patient experienced pericarditis (seriousness criterion medically significant), anxiety ("anxiety") and depression ("depression,"). In 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient experienced multiple sclerosis (seriousness criterion medically significant), 5 years 3 months after insertion of essure. In 2019, the patient experienced postoperative wound infection (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, postoperative wound infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia and back pain had resolved, the multiple sclerosis, pericarditis, anxiety, depression, tooth disorder, allergy to metals and vaginal discharge outcome was unknown and the nausea and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, multiple sclerosis, nausea, pericarditis, postoperative wound infection, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the proximal end of the inner coil appears to approach the cornua on the right. The end of the outer coil on the left appears to be within the fallopian tube. She received treatment for: abnormal bleeding (menorrhagia), pericarditis, nickel allergy, multiple sclerosis and other infection. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: impression: colonic stool. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: impression: no acute abnormality identified. Specifically no evidence of ovarian torsion. A small amount of free fluid may be physiological in patient of this age. X-ray limb - on (B)(6) 2015: impression: postoperative changes of prior right anterior cruciate ligament reconstruction. Mild tri compartmental right knee osteoarthritis. Loose body in the anterior aspect of right knee. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, anxiety and depression, pericarditis, dental problems, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Essure implant date updated. Event outcome updated for: dyspareunia (painful sexual intercourse), apareunia (inability to have sexual intercourse), pericarditis and multiple sclerosis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.